Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 60 mg/dl. The customer was treated with food. The customer stated that she has been having some low blood glucose for about 1 year. The customer was admitted to the hospital. The customer stated that she went out to early in the morning and she didn't eat and she ended up falling. The customer stated that she went to the emergency room for that issue. The customer stated the perceived caused of low blood glucose was that she is going through menopause. After the troubleshooting was done, customer was advised to speak to health care provider regarding the low blood glucose.